Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing and was sometimes not sensing the patient's atrial fibrillation (af). The p-waves were noted to sometimes be below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.